Event description:
On (B) (6) 2010, the patient underwent a tonsillectomy using an evac 70 xtra with integrated cable wand and a coblator ii system. At the completion of the case and after the mouth gag was removed, it was noticed that the tissue on patient's lip where the black insulator sleeve of the wand shaft had rested looked like it had been ablated. The tissue was not charred like burnt tissue but was white looking. The tissue damage extended from the inside of the lip to the outside of the lip. The damaged tissue was not treated. On (B) (6) 2010, it was reported, the coblator ii system is available to be turned for investigation for this report.

Manufacturer narrative:
The coblator ii system controller is reported as returning to arthrocare for evaluation. After the device evaluation and device lot history review are completed, a follow-up report will be provided. Two devices, coblator ii system controller and the evac 70 xtra with integrated cable, were used in the same procedure. The second device, the evac 70 xtra with integrated cable wand, was filed in medwatch 2951580-2010-00022.